Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, device interrogation revealed >2500 ohms lead impedance, a capture threshold of 2.25 v and possible lead fracture.